Event description:
It was reported that the swivel part of bivona tubes custom was broken. A replacement device was urgently requested. It was further reported that the patient was in the hospital since (B)(6), and that the aforementioned issue "has slowed his therapy therefore slowing his relief." No further complications were reported in connection with this event.